Manufacturer narrative:
The device data was reviewed. The vt/vf was slow, just at or below the rate cut off of 190 bpm. Pacing was noted, due to the small signals below sensitivity. Undersensing was confirmed. A review of the lead measurements found normal values for the ra and rv leads; the lv lead exhibited intermittent high, out-of-range pacing impedance measurements. Episode v-1 started at 20:15 on (B)(6) 2016 and the last stored episode was v-27 started at 20:57 on (B)(6) 2016, indicating the patient was in the arrhythmia for approximately 40 minutes. Initial review of the episode and programming recommendations were provided to the physician. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for an unknown reason. While hospitalized, the patient developed a ventricular tachycardia (vt) for which they required 45 minutes of cardiopulmonary resuscitation and external defibrillation. Following the external shock the patient's rhythm converted to normal sinus rhythm. The patient was transferred to the intensive care unit (ICU) and is currently intubated and on a ventilator. The physician alleged that the device malfunctioned and decreased sensing was observed. A history of high out-of-range left ventricular (lv) lead impedance measurements were noted in some of the device printouts provided. A copy of the device's memory was preserved and analyzed. Memory analysis confirmed ventricular fibrillation (vf) undersensing.

Manufacturer narrative:
Detailed review of this patient¿s device diagnostic data revealed that multiple episodes of vf were recorded (with slow vf occurring at or below the vt cut-off rate of 190 bpm). The device delivered a total of two successful 41 j shocks (during episodes v5 and v27). In four episodes (v1, v2, v11, and v16), the device could not reconfirm the episode and no shock was delivered. This was due to the patient¿s heart rate; the rate was just below the lowest ventricular cut-off rate of 190 bpm. There was some undersensing noted; this was the result of signals occurring below the programmed maximum sensitivity of 0.6 mv. Based on a detailed review of the device diagnostic data, engineers determined that the device-lead system functioned as designed/intended.

Event description:
The field representative later reported that this patient passed away. The physician had not determined the exact cause of death, or whether the vt/vf and/or the crt-d function caused or contributed to the patient's death. It was only confirmed that the patient died from heart failure.